Event description:
Contour meters are giving different readings. A check standard on one meter was within range--104mg/dl--range 95-115mg/dl. A control test using unexpired control solution and strips gave results of 143 and 148 mg/dl. The results were out of range--95-125mg/dl. A second bottle of strips gave control results of 104 and 102 mg/dl. The second set of results were within 87-118mg/dl range. A blood test gave a result of 162 mg/dl. Customer service assured the customer that the meter and second bottle of strips were functioning correctly. The customer was sending back the first bottle of strips.